Event description:
Customer reported that the insulin pump had a crack on the screen. The blood glucose reading was 126 mg/dl. She did not recall how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. No crack was found on the display window.